Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information received mat# 309657 lot# 0161750 it was reported by the customer that vaccine leaked through plunger during administration . Verbatim : rcc received a complaint via email. Email(s) attached incident or problem information ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2023 site name/location: (B)(6) level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): incident details: vaccine leaked through plunger during administration who was affected? Patient frequency of problem: first time procedure: vaccine administration device information device name/description: syringe luer lock tip 3ml manufacturer: becton dickinson canada inc manufacturer code/model: 309657 serial or lot number: (B)(6) device expiry date (yyyy-mm-dd): 2025-06-30 supplier: medline canada corporation supplier catalogue number: 308-309657 was the device retained? No investigation request expected type of investigation: lot review clinical contact information primary clinical contact (cc on final report): (B)(6).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident details: vaccine leaked through plunger during administration. Who was affected? Patient. Frequency of problem: first time.